Event description:
This report is based on information provided by remote service engineer rse, a product support engineer and is currently under investigation by the philips complaint handling team. Philips received the tempus ic2 from the customer without indication of a reported problem. The product support engineer performed an initial evaluation of the device and indicated the tempus ic2 will not boot past the rdt splash screen. There was no impact to the customer reported.